Event description:
It was reported that shortly after implant the bipolar capture threshold had increased to 5.5 v. The device did not capture in unipolar. The lead was to be repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.